Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, it was reported that random occlusion alarms occurred. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 15-mar - device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a review of the black box showed multiple call service 145 occlusion alarms due to high force. The battery compartment and cap were undamaged and fit securely. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the circuit boards. The call service alarm was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.